Event description:
Related manufacturer reference number: 2017865-2025-00368. It was reported that the patient presented to the emergency room with syncope episodes. Upon review, it was discovered that the right atrial and the right ventricular lead exhibited oversensing noise leading to pacing inhibition. Both leads were explanted and replaced. The patient was in stable condition.